Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that cause of the pain/discomfort/burning at the ins site and the ins moving occasionally was not been determined. The rep said that impedances for both inss were within normal limits. The patient said they had good therapy coverage despite the ins site discomfort, but the patient did report a small weight loss. The rep said the patient was being scheduled for surgery to hopefully alleviate the discomfort. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had a continuous "burning and pain and discomfort" at the site of one of their ins's which was located on their right buttock/flank area and that it had been going on for a while now. The patient said the ins occasionally moved as well. The patient stated that there were no issues with therapy and they were getting good pain relief from both ins systems. There were no known issues that may have led to the event. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.